Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked j2/lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down button was not responding at all. The customer's blood glucose value was 115 mg/dl. Customer reported that the time was advancing. The customer was assisted with troubleshooting for button error. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.